Event description:
Device report from france reports an event as follows: patient operated for supra inter condylar fracture of the right distal humerus. Surgery on (B)(6) 22 for the implantation of a lateral lecestre plate and osteosynthesis by screwing in the distal part and by classic screwing in the proximal part. Assembly: 1 plate + 2 screw l56 and 1 screw l60. Single suite released on 09 aug 022. On (B)(6) 2022: admission to the emergency room for elbow pain without trauma. Clean scar with no discharge. On (B)(6) 2022 postoperative consultation. The control x-ray showed a secondary displacement at the plate. On (B)(6) 2022: removed plate and screws and new osteosynthesis with new 6-hole plate and 5 screws. (B)(6) 2022: surgical revision within 24 hours for secondary haemostasis under general anaesthesia. Discharged on (B)(6) 2022. Deterioration of the health condition: (B)(6) 2022: emergency department admission for elbow oedema and scar sweating. Clinical and biological x-ray check-up indicated an inflammatory syndrome: ablation of one staple out of two. Followed by local care without antibiotic therapy. (B)(6) 2022: post-operative consultation: relatively successful progress, with less swelling in the elbow. The clinical examination revealed a perforation in the upper part of the scar, a rather clear liquid flow. The patient was in good general condition, without fever: total ablation of the sutures, suspension of elbow mobilisation. On (B)(6) 2022: 2 fistulas with high crp - x-ray suggesting osteitis. Rcp criogo on (B)(6) 2022: indication of osteosynthesis of both columns with cleaning associated with broad spectrum antibiotic therapy (linezolide+ piperacilin tazobactam) procedure on (B)(6) 2022: products: 2 locked plates: one postero-lateral and one medial. Still hospitalized under antibiotic therapy (linezolide+ piperacilin tazobactam) removed and new surgery. This report is for a 2.7mm/3.5mm ti va-lcp lat dstl humerus pl 2h/rt/82mm-med. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procode: hwc. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no damage or defect with the va-lcp dhp 2.7/3.5 lat r med 2ho l82 tan. Only was observed signs of usage and normal wear which could have been a result of implantation and explantation. Displacement at the plate cannot be confirmed as x-ray evidence or photos were not provided for evaluation. A dimensional inspection for the va-lcp dhp 2.7/3.5 lat r med 2ho l82 tan was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the va-lcp dhp 2.7/3.5 lat r med 2ho l82 tan was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: device history record )DHR) review conducted: part:04.117.802. Lot:12l9950. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 12 aug 2019. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During manufacturer investigation of the returned devices it was identified that the returned three (3) 2.7mm locking screws are broken. This is report 1 of 4 for pc-001235300. This complaint is related to complaints (B)(4) and (B)(4).